Manufacturer narrative:
Info was forwarded from the owner establishment, which markets the devices in the u.s.

Event description:
It was reported that the durom acetabular cup needs to be revised. Reason for revision is unk.